Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated eri on (B)(6) 2011.

Event description:
It was reported that the device tripped the eri (elective replacement indicator). It was also reported that during interrogation the caller was not able to get a battery measurement. Additionally, there was possible early battery depletion. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.